Manufacturer narrative:
The investigation for the reported console (aic) purge issues. The impella was returned for evaluation. Visual inspection of the purge assembly revealed excessive purge fluid residue, indicating leakage of purge fluid during clinical use. Purge fluid residue was also found within the purge motor assembly, preventing the purge motor from spinning both by hand and via telnet commands to the console. Logs were reviewed which confirmed the reported complaint. There was an instance of a purge system failure alarm due to a blocked piston. The root cause of the purge system failure was due to buildup of glucose on the purge stepper motor gasket.

Event description:
The user facility reported a 64-year-old male in st-segment elevation myocardial infarction was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that the automated impella controller (aic) purge system failure alarm occurred. It was reported that inside the purge door where the cassette fits in which rotates for purge cassette function seemed to be locked up or frozen according to customer. The aic was exchanged and there was no patient harm reported.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental MDR will be filed.